Event description:
It was reported that the patient presented with light-headedness. The right atrial (ra) lead exhibited high/undefined impedance and noise oversensing. A lead fracture was suspected, and the lead was programmed off. The lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.